Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that the safe step port access needle took a few minutes to de-access port. Unable to de-access port at first. Center clear gripper which is attached to needle would not retract. Tried rotating needle, unsuccessful. After a few minutes, needle finally retracted. Did not appear bent at tip. Additional information received 13/05/2024: it was reported this was not an urgent/life threatening situation. No other information was provided.